Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had error code message 13-1033-149 during infusion. There was patient involvement and no harm. Further information was provided by the customer which stated pc was alarming stating "channel b error 13-1033-149 and channel a was alarming for communication error". When delivered to biomedical engineering it was noted there was "moisture and wetness on the sides between the connecting pump brain and channels"

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-35534 is a concomitant. Please refer to manufacturer report number 2016493-2024-35562, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pcu had error code message 13-1033-149 during infusion. There was patient involvement and no harm. Further information was provided by the customer which stated pc was alarming stating "channel b error 13-1033-149 and channel a was alarming for communication error". When delivered to biomedical engineering it was noted there was "moisture and wetness on the sides between the connecting pump brain and channels".